Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2007, with predilatation performed prior to stenting of the proximal cx with one xience v stent. No procedural complications were reported. In 2009, the pt died suddenly during a fishing trip. No autopsy was performed, since the ER physician established that death occurred due to ami, based on pt medical history. It is unk if the pt's death is related to the index device. The pt was reportedly taking aspirin and ticlopidine (pt allergic to clopidogrel) at the time of the event. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident. Death and myocardial infarction, as noted in the xience v IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. It is possible that the death was a secondary effect of the myocardial infarction. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.